Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/31/2017 with the following findings: the battery compartment was cracked at the threads to the left of the bumper, and at the case seal below the bumper. The cartridge compartment was cracked at the threads with a piece of the case missing. The display was dim and fading pink. The audio bolus button was off center and inoperable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, the cartridge compartment was cracked, the display was dim, and the audio bolus button was unresponsive. This report is made based on results of investigation completed on 08/31/2017.